Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device exhibited an unresponsive lower touchscreen area that prevented unlocking, with no visible screen damage noted, and the issue resolved after a restart initiated from the ilet mobile app. Symptoms included difficulty operating the device due to a partially unresponsive display. Outcomes included restoration of normal device function after troubleshooting, with no alerts, no alarms, and no medical intervention or hospitalization. Investigation included product technical support guidance and functional verification through device restart. Investigation of this case revealed a transient touchscreen responsiveness issue consistent with a user interface or software freeze, with no evidence of physical screen damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly resolved by reboot.